Event description:
The dexcom g7 sensors are highly unreliable. We get readings compared to a finger prick that are 40 to 80 off (way outside their 20% tolerance parameters) we have called dexcom and they keep only asking questions that don't apply. They are to last 10 days and have 3 of 4 with the same lot reported to them that have "brief sensor issue-wait three hours and then say "failed" replace sensor before the 10 days are up. We have had the latest one wake up 5 times during the night with my son with special needs warn us with low bs alarms when if fact his sugars (via finger prick method were good) false alarm. We also have one g7 that said his surgars were fine, and in fact had an extreme low and required glucagon rescue!!!!!!!! We had him on g6 that worked much better. My opinion is that at $150 per sensor, they are a sub-par sensors. They are. Not reliable and made in foreign country. Read redit for similar reported issues with the g7s.!!!!!! Pt: 1912. Device: 1227, 1225. Reference reports: mw5177727, mw5177728.